Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact on patient images. There was no report of misrepresentation as a result of the ring artifacts. A philips field service engineer (fse) confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse performed a visual inspection of the system and determined that a crack in the a-plane collimator was the cause of the artifact. The fse replaced the a-plane collimator to resolve the issue and the system was returned to clinical use. This issue has been determined not to be a reportable event.